Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the severely tortuous obtuse marginal branch (omb) vessel. A 2.50x16mm promus element plus stent was selected to treat the lesion. When the device was advanced to the omb, it came into contact with the edge of the previously implanted non bsc stent, whose strut had jailed the left main trunk. Despite several attempts, the device could not cross the lesion. When the physician attempted to retract the device to the unspecified the guide catheter, the stent dislodged. The stent was removed through snaring procedure. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: received for analysis was the stretched detached stent caught in a snare. The delivery device was not received for analysis. An examination of the stent found that the stent struts were severely stretched and misaligned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the severely tortuous obtuse marginal branch (omb) vessel. A 2.50x16mm promus element¿ plus stent was selected to treat the lesion. When the device was advanced to the omb, it came into contact with the edge of the previously implanted non bsc stent, whose strut had jailed the left main trunk. Despite several attempts, the device could not cross the lesion. When the physician attempted to retract the device to the unspecified the guide catheter, the stent dislodged. The stent was removed through snaring procedure. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is good.